Event description:
Customer reported a malfunction alarm, identified as malf 12, indicating a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. Customer reverted to using an alternate method of insulin therapy.